Event description:
The user facility reported that a statseal and tegaderm applied with the tr band on top. 20ml air was in the tr band. A hematoma formed proximal to band. There was no blood loss. Additional information was received on 11apr2024: prior to using the tr band a left heart catheterization was performed. Prior to the hematoma forming 11cc of air was added to the tr band. The tr band did not deflate causing the hematoma. Hematoma was treated by the tr band being reinflated and tr band protocol was restarted. The patient as stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b. Gender: n/a. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the band was placed incorrectly initially, leading to a hematoma. It is unlikely the tr band is the cause of the hematoma. The tr band IFU was reviewed, and it states: "2. Align the green marker, which is located on the center of the compression balloon (large), 1-2 mm proximal to the puncture site and fix the belt on the wrist with the adjustable fastener." Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).